Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully and were stable. While attempting to place the third triclip on posterior and septal leaflet, after multiple attempts, it was noted that the patient had posterior flail and rupture of the chords, and it was decided to discontinue to place the third clip. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be due to multiple grasping attempts; therefore, attributed to procedural conditions. The unchanged tr appears to be related to the tissue injury. Tissue injury and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.